Event description:
It was reported that the coil broke, and non-target embolization occurred. An embold coil was selected for use in an embolization procedure. During the procedure, the coil was detached appropriately, but the coil did not deploy. The decision was made to retrieve the coil; however, the coil then deployed spontaneously. Then a piece of coil fractured off, and non-target embolization occurred.

Event description:
It was reported that the coil broke, and non-target embolization occurred. An embold coil was selected for use in an embolization procedure. During the procedure, the coil was detached appropriately, but the coil did not deploy. The decision was made to retrieve the coil; however, the coil then deployed spontaneously. Then a piece of coil fractured off, and non-target embolization occurred.